Event description:
It was reported that the pump triggered an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, customer reverted to manual injections for insulin therapy.